Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a normal use, the device had cuff inflation/deflation issue. It was reported that patient reintubation was necessary.